Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the g5 mobile application displayed an alert to close and then re-start the application. No additional patient or event information is available. Data was provided for evaluation. The reported alert was confirmed via data. The root cause could not be determined post-investigation.